Event description:
Patient was taken to the operating room and placed in supine position. General anesthesia was induced. A preoperative briefing identified patient, procedure and scip criteria. Abdomen was prepped and draped in sterile fashion. The gallbladder was grasped and retracted cephalad. Dissection was carried in the triangle of calot. Critical view was achieved. However, when it was time to clip the cystic duct, the applier would not completely close when firing the clip. The device was changed for another one; this time the clip applier worked appropriately. The procedure was completed without any further incidence. No patient harm.